Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient contacted patient services and stated that he had fallen on the device. Patient services referred the patient to his physician. The following day a clinician contacted boston scientific technical services (ts) since she was reviewing strips and noted a pause in ventricular pacing. Ts reviewed the strips and found that during a left ventricular (lv) lead threshold test, a two and a half second pause in right ventricular (rv) pacing was observed. Review of episodes also found noise on the shock channel but not on the rv channel. It was noted that all impedance measurements were stable. Ts advised the clinician that they could bring the patient in for further testing or continue to monitor. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the clinic that the patient's fall was not due to syncope and was initially evaluated in the emergency room. A remote interrogation was done the following day where noise was seen on the rv channel. The patient was seen by his primary cardiologist eleven days later and no further issues were seen. The clinic will continue to monitor the patient via the remote home monitoring system. No adverse patient effects were reported.